Manufacturer narrative:
Product analysis:analysis confirmed the customer comment that the cable and cover were broken. Several parts of the programmer were noted to be broken. The device did not power up with the cable which was noted to be defective and have a break in it but was able to power up with a test power cable without any issues. The printer drawer was nearly empty. The upper and lower bullets were missing. The keyboard hinge, front latch base frame and upper frame were broken. The keyboard left and right sliding rails were cracked. The medtronic logo button was missing. The left hasp display was broken. The ECG connector was loose. The emergency (vvi) button was not working correctly and was making bad contact intermittently. All defective parts were replaced and all other issues addressed, the device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a programmer required scheduled preventative maintenance. It was also reported that the programmer had a broken cover and a broken cable. The device was received into service. The device subsequently tested out of specification during manufacturer analysis. There was no patient involvement.